Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy using multiple daily injections (mdi), and tandem technical support sent a replacement pump. The customer was instructed to return the problematic pump via ups using a return box and prepaid label within 10 days, and they understood and acknowledged all instructions provided, including putting the pump into storage mode prior to its return.